Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail is missing the bushing, screw and roller guide. The technician replaced the side rail bushing, screw and roller guide to resolve the issue.